Event description:
On (B)(6) 2008, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported on (B)(6) 2015, that the physician has concerns regarding aneurysm sac enlargement/possible endoleak. The reported aneurysm sac enlargement has grown from 5.5 cm to 6.8 cm. It was reported the physician believes the aneurysm growth is the result of a type ii endoleak from surrounding lumbar arteries. On (B)(6) 2015, images were sent to imaging services to be evaluated for a possible endoleak, as the aneurysm has enlarged. No further adverse events have been reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement. Additional aaa® devices included in this report: pxc141200/05594920.